Event description:
It was reported that high pacing threshold and noise were observed. Further information received notes the lead was fractured. At the patients request, he was downgraded from an ICD to a bi-ventricular pacemaker. The lead was capped and replaced at that time.